Event description:
Caller asked why the presenting showed ddtr at 70 bpm when device is programmed to mvp. Noted to caller that there was a previous mode switch (discussed how mode switch occurs). Atrial oversensing was observed on the at/af episode #3139. Atrial impedances appear stable and wnl. Discussed pmop function and histograms b/t 80 and 90 bpm. Discussed that due to high number >5,000 mode switches, pmop may be occurring quite often. Recommended testing of the atrial lead with isometrics and serial impedances. Currently atrial sensitivity is .15mv bipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)